Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support as escalation of care from an intra-aortic balloon pump. During support, the patient had a large, laminated thrombus totally occluding the left atrium shown on transesophageal echocardiography. The family decided to withdraw care and the patient expired. Per abiomed medical safety office, abiomed does not have enough information to associate the use of the device with the outcome.

Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi in section: entering cardiac output states the following: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿